Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under-delivering the insulin. The customer had a high blood glucose of 479 mg/dl because of this. No harm requiring medical intervention was reported. Troubleshooting was performed. After troubleshooting, the customer stated that the infusion set secure was loose and after the high blood glucose, the customer fixed and the insulin pump had shown the correct values then. The customer will continue using the device. The product will not be returned for analysis.